Manufacturer narrative:
H2, h3, h6, h10 updated. Product investigation completed. The cuff component was visually inspected, and microscopically examined. Analysis indicated a pinhole, tear in the shell due to wear at a fold. Product analysis identified a device malfunction that confirms the reported allegations. The cuff tear is the most probable cause for the complaint. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision surgery with an artificial urinary sphincter (aus) in which the existing device was removed and a new aus was implanted. During the procedure fluid loss was noted due to a pin size puncture in the middle of the cuff. No information was provided about the patient's outcome.

Event description:
It was reported that the patient underwent a revision surgery with an artificial urinary sphincter (aus) in which the existing device was removed and a new aus was implanted. During the procedure fluid loss was noted due to a pin size puncture in the middle of the cuff. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Additional information was requested, however, no further information was available. Should additional information become available, it will be provided.